Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately 6 to 9 months.

Event description:
It was reported that the patient had an increased difficulty in keeping the ipg charged and it was also taking longer to charge. The patient underwent an ipg replacement and doing well post operatively. The explanted device will not be returned per hospital policy.